Event description:
On (B)(6) 2022, this patient underwent endovascular treatment of a thoracic aortic dissection using gore® tag® conformable thoracic stent graft with active control system and gore® dryseal flex introducer sheath. After the sheath was removed, a dissection in the left external iliac artery was confirmed. For treatment of the dissection, additional stents were implanted. The patient tolerated the procedure. Reportedly the dissection occurred when the sheath was removed from the patient. The patient's left access vessel diameters ranged from 8 to 11.5 mm, whereas the nominal outer diameter of the 22fr sheath is 8.2 mm.

Manufacturer narrative:
H6: code 3331, 213.